Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in threshold measurements from 2 volts to 6.5 volts. It was noted this was a possible result of a microdislodgement. A revision procedure was performed and the lead was repositioned. The threshold measurements are .3 volts at .5 milliseconds, the sensing and impedance measurements are within normal limits. No adverse patient effects were reported.